Event description:
When opening the defibrillator pads for the zoll defibrillator - the jumpwire is attached and near foil on the packaging; as a result, the defib stays in "test mode" and the pt does not receive the joules the defib is set for. The jump wire needs to be removed from the packaging and all foil removed for the pads to work correctly.